Event description:
The problem was described as: "when removing catapult sheath, hub broke off." What troubleshooting steps, if any, resolved the issue?: sheath broke patient present at time of event?: yes. Patient complications: no patient complications. Type of procedure: peripheral arterial disease device. Procedure outcome: procedure completed. Patient outcome: f26: no health consequences or impact . As reported device codes: 1188: detachment of device or device component . As reported patient codes: 9398: no clinical signs, symptoms or conditions.

Manufacturer narrative:
The complaint device is not returned to the manufacturer. Without the complaint device or lot number and just with the information provided, it is not possible to further test the product or do a DHR review to determine why the damage could have occurred. Root cause is undeterminable.